Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The electrode pads passed when connected to test AED plus and AED pro devices. Retained sample tests of the lot number 1921a was performed with no discrepancies found. The associated defibrillator used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator prompted a "unit failed" message while using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.